Manufacturer narrative:
Device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery) was confirmed. Upon evaluation, there was contamination on the battery board, bedside board, and computer/ analog (ca) board. The cause of the inability to recognize a battery is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/ modem. The pt received a replacement charger/modem.

Event description:
A (B)(6) female pt contacted zoll customer support to report that the charger/modem would not recognize a battery pack and constantly prompted "insert battery". The pt was issued a replacement charger/modem.